Event description:
It was reported that during a meniscal repair surgery, a fast fix t2 implant suture knot was loosened; therefore the t2 implant did not stayed fix and had to be removed along with t1 implant. Surgery resumed after non-significant delay with a back-up device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4). H10, h3, h6: the reported device was received for evaluation. A visual inspection revealed the device was returned outside of original packaging. The t1 anchor was returned on a fractured bit of suture and the t2 anchor was not returned. There is no visible damage to the insertion device. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specification found that the raw material strength requirements and storage requirements are specified and each lot must be accompanied by a material certificate of analysis. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include an application of excessive force or contact with another source. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference: case (B)(4).

Event description:
It was reported that during a meniscal repair surgery, a fast fix t2 implant suture knot was loosened. It is unknown if there was any delay or back-up device available. No further complications were reported.